Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 40 mg/dl was recorded by continuous glucose monitor (cgm) on 4/30/2019 at 10:14 pm. Cgm alert 1 (cgm low alert) was annunciated. At 6:22 pm on 4/30/2019, user requested a 22 unit bolus for 80 grams of carbohydrates (g carbs) and a bg of 190 mg/dl. User then requested a 1.99 unit bolus at 9:27 pm while still having insulin on board (iob). Blood glucose (bg) of 44 mg/dl was recorded by continuous glucose monitor (cgm) on 5/1/2019 at 8:34 am. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 7:43 am on 5/1/2019, user requested a 3.13 unit bolus for 25 grams of carbohydrate without entering current bg level. A few minutes later, user requested a 5 unit bolus without entering current bg and while still having iob. Cartridge change sequence was completed at 8:06 am. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer was unsure of the bg level on (B)(6) 2019; however, at the time of the event, bg level was 44 mg/dl. Candy was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.